Event description:
Pt called lfs alleging that the meter reads redo check. Customer service attempted to do a check strip test on pt's meter several times, but ID did not fall within the check strip range. Pt had symptoms of feeling lightheaded. The pt also reported a blood glucose results of 400mg/dl and 161mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Customer service sent pt a new meter since the redo check message was not resolved.